Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed. The valve may have dislodged up out of the annulus due to the pig tail catching the valve. A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.